Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that (B)(6) 2014 cgm displayed an inaccurate value. Patient's father stated that displayed cgm value was lower than observed fingerstick value. At the time of the call, patient's father reported patient sustained no injuries and sought no medical intervention.